Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported event was reproduced during functional testing. The fse replaced the illuminator to resolve the issue. After the replacement, the system was further tested and verified as ready for use. Isi received the illuminator involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation of the illuminator, using an in-house system, reproduced the reported issue. The illuminator right after start-up was not getting power. The test system displayed an error fault, detecting a faulty illuminator. Inspection of the fuse box discovered that one (1) of the fuses was blown. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the illuminator lamp turned off and the customer could not turn it back on. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report the issue. It was confirmed that the illuminator unit was down and would not come back. The tse advised the customer to use an external illuminator to continue the procedure. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.